Manufacturer narrative:
An event regarding disassociation involving a trident liner was reported. The event was confirmed. Device evaluation and results: the device was not returned, however images of the explanted device were made available. A visual inspection showed the device in used condition and fracture most likely from explantation was observed on the liner. Blood stains were observed throughout the device. Medical records received and evaluation: the provided medical information was submitted to a consulting clinician who confirmed the disassociated constrained liner with provided x-ray and pictures of explants but deemed the information insufficient and rejected it for a medical review. Device history review: review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events reported for this lot. Conclusions: the event was confirmed but a root cause was not determined because the devices were not returned for evaluation and insufficient information was provided. The device was not returned, however images of the explanted device were made available. A visual inspection showed the device fractured most likely from explantation. The provided medical information was submitted to a consulting clinician who confirmed the disassociated constrained liner with provided x-ray and pictures of explants but deemed the information insufficient and rejected it for a medical review. No further investigation for this event is possible at this time. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
Patient had pain and funny noise in their hip. Doctor determined a right hip revision was needed. Acetabular insert and femoral head were revised and replaced.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Not available.

Event description:
Patient had pain and funny noise in their hip. Doctor determined a right hip revision was needed. Acetabular insert and femoral head were revised and replaced.